Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-10311 it was reported that rotawire fracture occurred. The target lesion was located in a coronary artery. A 1.50mm rotalink burr and a rotawire¿ were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed; however, it was noted that the rotawire got separated and at the same time the rotalink burr did not rotate. Procedure was completed without performing rotablation. No patient complications were reported.